Event description:
On 9/16/2019, it was reported that loss of capture was observed on this lead on (B)(6) 2019. No action was taken until (B)(6) 2019, at which point the lead was explanted. During explant, lead was found to have pulled back into the rv. Physician noted that lead issues only began to arise after the patient sustained a fall. Lv lead was not replaced. No adverse patient side effects were reported. Should additional information become available, this file will be updated.